Event description:
A radial jaw needle was used for a diagnostic bronchial biopsy. During the procedure, when the physician repeatedly tried to open the cutters, the pull wires detached. The product was removed and another device was used to complete the procedure.